Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had scratches on the display window that made the screen hard to read. The customer also reported that they received bad battery alarms and off no power alarm. The customer's blood glucose was around 100 mg/dl at the time of incident. The customer stated that they did not receive failed battery test alarm after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.